Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8300 error code 571.6241. Technical support - leak down test failing/ I explain to the customer that the sensor status is missing, and to correct this error he would need to replace the disposable device, and if he still gets the error then he would need to replace the oridin board. A review of the device history record for sn (B)(6) was performed from 10/22/2012 to 09/17/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support explain to the customer that the sensor status is missing, and to correct this error he would need to replace the disposable device. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
(B)(4), case subject: npi 8300 error code 571.6241, account name: (B)(6), account #: (B)(6), asset name: 8300 etco2 module, v8. Contact: (B)(6), contact email: (B)(6), contact phone: (B)(6). Patient or user involvement: no, patient or user harm: no. Case description: 8300 sn: (B)(6) customer wanted to know how to clear this error code. Case resolution: leak down test failing/ I explain to the customer that the sensor status is missing, and to correct this error he would need to replace the disposable device, and if he still gets the error then he would need to replace the oridin board. The customer said ok and the call was ended.

Manufacturer narrative:
Technical support - leak down test failing/ I explain to the customer that the sensor status is missing, and to correct this error he would need to replace the disposable device, and if he still gets the error then he would need to replace the oridin board. The customer reported problem was confirmed.

Event description:
It was reported that the device displayed a channel error. There was no patient involvement.

Manufacturer narrative:
A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did confirm similar complaints with the same or related failure mode. H3 other text : see section h.10.

Event description:
It was reported that the device displayed a channel error. There was no patient involvement.